Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "room circulator opened box and flipped the sterile box onto the surgical field. There are no tabs to hold, thus it was dropped on the floor. The scrub was circulator tried to open the second sterile box without success. Too difficult to ensure sterility. Proceeded with another stem without body."